Event description:
The director of infection control contacted steris coporation because several patient bronchial aspirates tested positive for mycobacterium gordonae. The bronchoscopes were sterile processed in the steris system 1 processor.